Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (02/27/2014)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the usb cable and ac adaptor were evaluated and it was found that the adaptor was not working; the usb cable, however, was working properly. The meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not hold charge. The reporter alleged her meter wasn't turning on even after she charged it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.